Manufacturer narrative:
Failure analysis noted that the pump had no button response due to flattened dome switch on the esc button (creased). There was no unexpected reset to factory default. They were unable to test for motor error alarm or verify the motor position encoder error alarm in the alarm history screen due to the no button response. The pump passed the motor test. The pump had scratched display window, scratched case and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 250 mg/dl. The customer stated that the pump kept resetting itself and alarming motor error. Troubleshooting was performed. The device was returned for analysis.